Event description:
It was reported that this was a below the knee procedure to treat a lesion in the posterior tibial artery. The 2.5 x 200 mm armada 14 balloon catheter was advanced without issue; however, it became trapped in the plantar artery. Force was used to remove the armada 14, but the balloon catheter separated in the plantar arch. The piece that remained in the plantar artery was recovered by using a snare, a pilot 150 and a micro-catheter. The procedure was completed successfully with a new balloon catheter. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - excessive force. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the armada 14 instructions for use (IFU) states: do not advance the armada 14 pta catheter against significant resistance. The cause of resistance should be determined via fluoroscopy and remedial action taken. In this case, based on the case circumstances the force applied was the result of the catheter becoming entrapped within the lesion.